Manufacturer narrative:
Total hip arthroplasty with an uncemented tapered femoral component in patients younger than 50 years of age: a minimum 20-year follow-up study. (2015, december 20). Retrieved october 23, 2017, from http://www.sciencedirect.com/science/article/pii/s0883540315011079. The product is not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Condition is addressed in the package insert. Part and lot identification are necessary for review of device history records, complaint history, and sterilization certification, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "total hip arthroplasty with an uncemented tapered femoral component in patients younger than fifty years of age: a minimum twenty year follow-up study". One hip in the article was identified with distal femoral osteolysis post total hip arthroplasty (tha). There has been no further information provided